Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found a jagged tear at the area of breakage on the returned catheter. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon damage was found after 2 days in use. Per email received from the ibc representative on 19-dec-19, it was reported that the catheter breakage was found on the 2nd day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that balloon damage was found after 2 days in use.